Manufacturer narrative:
Concomitant medical product: 60 ml bd syringe and 10 ml bd syringe lot 8292593 exp 2021-10-31 0.9% sodium chloride injection; two used non bd extension sets. The patient was a child. The customer¿s report of it was noted that the filter had leaked was confirmed. During visual inspection clear liquid was observed in all the set¿s tubing and filters. Infusion functional testing identified drops of fluid leaking out of the 0.2 micron filter vent. Pressure testing noted a leak in the same location. The 0.2 micron filter vent of the suspect set was inspected under a microscope for holes/tears in the filter membrane or damage to the filter housing. No damage was observed. The root cause of the filter vent leak was identified as the fluid resistance of the filter becoming roughly equivalent to the fluid resistance of the air vent, increasing backpressure at which time the fluid seeks the path of least resistance through the filter vent.

Event description:
It was reported that a patient of the cancer center returned to the facility with a leak noted at the filter. The parents of the child monitor how the lines were treated and did not see anything out of the ordinary. The medications received through the port are as follows: acyclovir, alteplase, heparinized, saline, hydralazine, lorazepam, sodium chloride normal saline, meropenem, metoclopramide, micafungin, mycophenolate, ondansetron, pantoprazole, promethazine, basiliximab, hydralazine, gamunex-c, remicade, vancomycin, albumin, cefepime, chlorothiazide, ciprofloxacin, clindamycin, lasix, apresoline, micafungin, flagyl, mycophenolate, pantoprazole, penicillin g potassium, zoxyn, noxafil, phenergan. The product was received with multiple labels identifying the tubing; one labeled "meds" and the other labeled "ns @ 2.5".